Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large (hem-o-lok) clip applier instrument was analyzed and found to have a loose grip cable at the proximal end in the housing. The instrument failed the intuitive motion test. The instrument moved unintuitively. A clip test was performed and passed one of three attempts. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. Additional observation(s) not reported by site: the instrument was installed on an in-house system and driven. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulators (mtms), however the grip tips moved in the opposite direction. This behavior was observed in the yaw direction(s) and presented on 2 out of 3 installs, indicating a misalignment of the coordinate frames during the engagement sequence. The complaint was confirmed by failure analysis. The root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end. Furthermore, the root cause of the unintuitive motion was found to be related to the loose grip cable at the proximal end.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o- lok clip applier instrument clip won't close on tissue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o- lok clip applier instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress. .